Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported they first discovered the implantable neurostimulator (ins) had turned itself off on ¿(B)(6) day¿ so they went to see their healthcare provider (hcp) where they discovered the ins was off again, which was when they called prior. The ins had not shut itself off since. The ins had been checked by two hcp¿s with a programmer and noted ¿everything was fine.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had been having a return of symptoms/ mobility issues since the beginning of last year (2019). It was stated that the patient has been falling several times a day. The patient saw a manufacturer representative (rep) on (B)(6) 2019 who did some programming adjustments at the healthcare professional's office. The rep added some more groups to the patient programmer and the patient switched to a new group. 10 weeks after being switched to a new group, the symptoms were still not improved so the patient went back to the hcp's office. The hcp said the programming was lower than what the patient was set to before so stimulation was increased. The patient then woke up, could not get out of bed, couldn¿t walk, and was immobile. The patient programmer was used to check the device and it was showing the patient was set to c instead of a like they were used to seeing and stimulation was set to 0.0. The patient was switched back to group a and went to the hcp's office again. The hcp said the device had shut itself off. The caller stated the patient had fallen so much that an MRI was ordered because the patient's back was hurting. Another appointment was set up with the hcp. It was confirmed that the system looked fine and the ins battery was good. No further complications were reported/anticipated.